Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. A test harmonic insert was installed onto the reusable instrument housing. The instrument was then placed and driven on a test system. The instrument passed the recognition and engagement tests. The instrument rolled intuitively with full range of motion in all directions. The grips opened and closed properly. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. The customer did not return the harmonic ace disposable insert. A review of the instrument log for the harmonic ace instrument [pn# 420275-02 / lot# n10171026-213] associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4) for approximately 1 hour 34 minutes the alleged event occurred on the 15th use of the instrument with 5 remaining. Event verification of the logs confirmed that a total gastrectomy surgical procedure was performed on (B)(6) 2022 using system (B)(4). The probable root cause of a cracked/broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This issue can be resolved by using an alternate instrument to complete the procedure. This issue is also captured in the fmea for the harmonic ace instrument. This complaint is considered a reportable event due to the following conclusion: a portion of the device that enters the patient (distal end) was broken. At this time it is unknown what caused the breakage to occur. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the harmonic ace instrument failed during manipulation. A backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information. The surgical team had no difficulty in manipulating the instrument and in the previous activations it operated normal without flaws. However, when manipulating the harmonic ace instrument, it failed to activate the tissue one time. No error messages were displayed. The instrument was removed from the patient and in the surgical field it was inspected. The surgical team inspected the instrument and it was observed the instrument blade had broke making it impossible to continue with the same instrument. A backup instrument was used and the procedure was completed without further complications.